Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-04056, for the other associated device info. It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2009 on a (B)(6) male patient. According to the complainant, during the procedure, the clip would not advance out of the sheath. They used a second resolution clip device and once out of the sheath, the clip would not open. The procedure was completed with a third resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be great.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).